Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 116 versus the lab's 170 mg/ld. Tests were done within 11-200 minutes.patient did not experience any adverse events. No further information has been reported.